Event description:
The pt reportedly experienced skin breakdown at the implant site. The pt reportedly presented with a brown, blood-stained circle at the implant site. The pt's wound was cleaned, swabbed, and dressed. Device non-use has been recommended.